Event description:
It was reported that on (B)(6) 2003 the patient underwent a left hemi laminectomy l4-5 following a work related injury. On (B)(6) 2006- a work related injury aggravated the patient's back, and the patient was reportedly not responsive to conservative treatment. On (B)(6) 2006 the patient' was reinjured at work with further exacerbation of lower back pain and radicular leg pain. On (B)(6) 2007 the patient presented at an office visit for a work related injury for worsened lower back pain radiating to left le. An MRI showed recurrent disk herniation to the left atl4-5 level. Failure to improve on conservative measures led to surgical recommendation. On (B)(6) 2007 the patient under went a posterolateral intertransverse arthrodesis at l4/5, l5/s1; pedicle screw segmental fixation using morcelized allograft; local bone graft harvest; posterior lumbar interbody arthrodesis l4/5, l5/s1; bmp; decompressive lumbar lamin ectomies l4/5, l5/s1, bilateral l4, l5 and s1;foraminotomies, bilateral discectomies at l4/5, l5/s1; placement of prosthetic device peek interbody cages, two 13mm at l4/5, two 12mm cages at l5/s1. The patient was discharged four days post-op without significant postoperative problems. Patient alleges unknown injury due to use of bmp.

Manufacturer narrative:
(B)(6). (B)(4). Unknown products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.